Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The patient effect of death is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Mean age 83 years. Majority male (55%). Outcomes to adverse event, date of event: estimated date. The location of the device(s) is unknown as this is from an article. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other adverse events referenced in the article are submitted under a separate medwatch MFR#. Literature attachment-article title: the adjunctive use of angio-seal in femoral vascular closure following percutaneous transcatheter aortic valve replacement.

Event description:
It was reported through a research article identifying proglide devices that were related to the outcome of in hospital mortality (death). Specific patient information is documented as unknown. Details are listed in the attached article, titled "the adjunctive use of angio-seal in femoral vascular closure following percutaneous transcatheter aortic valve replacement".